Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a crack on suction connector, water tightness was lost, adhesive on a-rubber had a chip, suction connector had a crack, scope connector cover unit had a scratch, control unit had a scratch, scope cover had a scratch, switch box had a scratch, suction connector was dirty due to water leakage, scope connector cover unit was dirty due to water leakage, due to wear of angle wire, bending angle in up direction did not meet the standard value, an abnormal sound was made due to damage on angulation lever, connecting tube had a dent, connecting tube had a scratch, forceps channel port had a scratch, light guide cover glass had stain, protector of universal cord on control section side had a scratch, universal cord had a scratch, universal cord had a dent, insertion tube rotation ring had a scratch, angulation lever had a scratch, ud plate had a scratch, and grip had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the bronchovideoscope gave error code e315 (non-compatible endoscope). The issue was found during preparation for use. The diagnostic procedure was completed using a similar device and there were no reports of patient harm. The device was returned for evaluation and during the evaluation, it was found that there was no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image (e315)" malfunction would likely be a breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. Olympus will continue to monitor field performance for this device.